Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found damage to proximal stent rows 1-3 and the stent struts lifted and pulled in a distal direction. Distal stent rows 1-4 were stretched and pulled in a distal direction over the distal markerband. The undamaged crimped stent od (outer diameter) was measured which is within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The device was soaked in a waterbath at 37 degrees as there was evidence of dried medium resembling blood in the balloon. The balloon was inflated to rbp (rated burst pressure) 18atm with no issues. The balloon was deflated within 5 seconds, this is within specification set out in the directions for use (dfu). A visual and tactile examination of the device found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues on the polymer extrusion however dried contrast medium was evident in the polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Reportable based on device analysis completed on 03-may-2017. It was reported that inflation failure occurred.   The target lesion was located in the descending artery. A 2.50x28mm promus element¿ plus drug-eluting stent was connected to the encore 26 inflation device and was inserted onto the .014 kinetix guide wire until it crossed the lesion. The balloon was inflated; however, the balloon was not filled. The whole stent delivery system was withdrawn and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.